Event description:
Consumer reported complaint for error message (e-3). Husband is calling on behalf of the customer. Customer reported symptoms of dizzy, light headache, and nausea. Customer did not confirm if the symptoms at the time of the call had started prior to them using the product. Customer stated the doctor gave her a steroid cream and diabetic medication. Customer has not taken the diabetic medication because the doctor has not sent the prescription to the pharmacy. Customer was advised to call the doctor's office regarding her symptoms and to ask about the diabetic medication and what to do but customer was not sure. During the call, a blood test was performed by the customer and produced test result of 321 mg/dl using true metrix meter (fasting / non-fasting undisclosed). Per customer, the product is stored according to specification. The test strip lot manufacturer¿s expiration date is 03/16/2027 and per the customer the open vial date is the day of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy, headache, nausea. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-003: inconsistent test method note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved- unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 31-dec-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.